Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white tube tip on a 5f mynx control vascular closure device (vcd) was damaged due to an inability to advance into an unknown sheath. Hemostasis was successfully achieved via manual compression for more than 10 minutes. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU) and was used in a diagnostic procedure, with the deployer being mynx certified. The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30¿45 degrees of the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5 mm. Moderate vessel tortuosity was present, with no peripheral vascular disease (pvd) or calcium noted at the puncture site. No excess force was applied during insertion. The sheath was not kinked or bent upon removal, and the sealant was not prematurely exposed due to sealant sleeve damage. Additional information was requested but was not available. The device will be returned for evaluation. Addendum: the device was returned with the sealant sleeves split and the sealant exposed.